Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the sample was returned. An evaluation of the sample confirmed the complaint of the device not closing properly. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5342902. Conclusion: the root cause was the result of a moulding defect on the thread of the cup.

Event description:
It was reported that the bd vacutainer® plastic urine collection cup lid would not properly screw shut. No injury or medical intervention.